Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: sc-8216-70. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s implant site was never completely healed, there was fluid leakage and the ipg was visible through a hole. The physician decided to remove the ipg due to risk of infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had an infection. The physician did not believe that the infection was device or procedure related. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s implant site was never completely healed, there was fluid leakage and the ipg was visible through a hole. The physician decided to remove the ipg due to risk of infection. The patient underwent an explant procedure.